Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. E1 - reporter phone number: (B)(6).

Event description:
It was reported patient's lead had high impedances and migrated. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.